Event description:
The following was reported to hamilton medical ag: summary: customer reports the following: asv mode not increasing pressure support when patient leak present, unit didn't seem like it was reacting to patient input, unit not alarming in asv mode when pressure could not be met, seemed like pressure support was not even trying to keep up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Event description:
The following was reported to hamilton medical ag: summary: customer reports the following: asv mode not increasing pressure support when patient leak present, unit didn't seem like it was reacting to patient input, unit not alarming in asv mode when pressure could not be met, seemed like pressure support was not even trying to keep up.

Event description:
The following was reported to hamilton medical ag: summary: customer reports the following: asv mode not increasing pressure support when patient leak present, unit didn't seem like it was reacting to patient input, unit not alarming in asv mode when pressure could not be met, seemed like pressure support was not even trying to keep up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer 144437. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The event occurred during ventilation of a patient. Patient was removed to another device. No harm reported. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed the event. The technician who checks the device could not duplicate the issue. No part was replaced, and the device was released back into use.